Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07494. It was reported that during a procedure to electively exchange the patient's ins, one lead migrated. As a result, the lead was explanted and replaced. Therapy was restored post-op. It is unknown which lead migrated, therefore all possible devices are being reported.